Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in-clinic. The pacemaker exhibited inappropriate low voltage output in the atrial tachycardia zone that made the patient feel symptomatic. The physician made programming changes to the device. The patient reported to be feeling better, and is in stable condition.